Manufacturer narrative:
A specific root cause was not identified. Based on the information available, a maintenance issue is the most likely root cause of the discrepant results as the issue also occurred during precision testing.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned results for 2 patient samples tested for crej2 creatinine jaffé gen.2 (crej2) on a cobas 8000 c 702 module. Based on the data provided, the results for 1 patient were erroneous. The erroneous result was not reported outside of the laboratory. The initial crej2 result was 53.4 umol/l. The sample was repeated three times with results of 97.6 umol/l, 101.4 umol/l and 104.8 umol/l. There was no allegation that an adverse event occurred. The crej2 reagent lot number was 243270 with an expiration date of 31-jan-2019. Based on a review of the reaction monitors, the initial low result was due to a lower sample volume pipetted into the cuvette. This is typically due to a pre-analytic issue related to gel, fibrin particles or cell platelets which partially clog the sample probe and prevent aspiration of the correct sample volume. The customer stated however that there were no visible fibrins or clots in the patient sample and that there was enough sample for the run. Based on the information available, the issue seems to be hardware related. The precision data provided by the customer partially failed for crej2 which could be related to faulty reagent pipetting. The investigation is ongoing.